Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was dull and harder to read. The customer¿s blood glucose level was unknown. The customer also reported that there are random no delivery alarms, the insulin pump noise faded and battery life diminished. The device will not be returned for analysis.

Manufacturer narrative:
Device display properly no missing segment/partial display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. No unexpected audio/beep anomaly noted during testing. Device had cracked battery tube threads, cracked reservoir tube lip and no broken noted. (B)(4).